Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m146 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m146 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned smart card still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the treatment after 91ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return the smart card for evaluation.

Manufacturer narrative:
The smart card was provided by the customer for evaluation. The complaint kit was not returned. Review of the smart card data showed that an alarm #7: blood leak? (Centrifuge chamber) alarm occurred during the treatment after 95ml of whole blood had been processed. An alarm #7 occurs when fluid is detected within the centrifuge chamber; therefore, the reported centrifuge bowl break is verified based on the smart card data. The occurrence of the alarm #7: blood leak? (Centrifuge chamber) alarm was most likely due to the centrifuge bowl break. The root cause for the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6). 12-sep-2024.